Event description:
A falsely elevated troponin I result was obtained on a patient's sample. The result was reported to the physician. The samples were rerun on an alternate instrument (alternate methodology) and similarly elevated results were obtained. The patient was further tested by echocardiographs and a coronarograph. It is unknown if patient treatment was otherwise altered as a result of the elevated troponin I results. There was no report of adverse health consequences as a result of the falsely elevated troponin I result or subsequent testing.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is heterophilic antibody binding. Elevated discordant results were also obtained on alternate instrument systems. The IFU for the cardiac troponin I flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.